Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on nov 12, 2019. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331- analysis of production records. Method code #3: 4114 - device not returned. Results code: 3221 - no findings available. Conclusions code: 4315 - cause not established. The affected sample was not returned for evaluation; therefore, a thorough investigation cannot be performed. A representative retention sample from the same product code and lot number was obtained and visually inspected; no anomalies was found with the bipolar connector. The v-cutter mechanism is 100% inspected and tested for functionality and performance prior to packaging. A root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the cautery was not applying power. Per user facility, they've checked the settings and it was on macro and then switched to generator, as a result they converted to open vein harvesting. Product was changed out, with a delay of 15-20 minutes. Procedure was completed successfully.